Event description:
The following was reported by the attorney for the patient: on (B)(6) 2003 - patient underwent repair of hernia defect with bard composix e/x. (B)(6) 2008 - patient experienced total bowel obstruction. (B)(6) 2009 - patient underwent surgery to evaluate the etiology of her bowel obstruction. (B)(6) 2009 - patient underwent second surgery to explant the mesh, repair bowel adhesions, and perform a small bowel resection. (B)(6) 2010 - patient required a third surgery to repair the fistula caused by the (B)(6) 2009 surgery. The attorney alleges the patient suffered numerous complications and required additional operations. Additionally, the patient has suffered and will continue to suffer physical pain and serious and permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report indicates that the patient had and was treated for adhesions and fistula formation. Both of which are known possible adverse events listed in the IFU. Additionally, the attorney alleges the patient was treated for a bowel obstruction and subsequently had the composix ex mesh explanted. The warning section of the IFU indicates not to orient the device against the bowel or sensitive organs. The report does not identify a specific device problem and no product was returned for evaluation, therefore, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.